Event description:
It was reported that the pt started to experience severe pain in 2008. Pt went to the ER the following day and had a CT scan performed. It was reported the mesh was adhered to the bowel. On the following month, the mesh was explanted and required 3 inches of bowel to be removed during the explant.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.